Manufacturer narrative:
The account found the pillow speaker and bed both plugged into the wall. The account found that the nurse call would work with both pillow speaker and communication cable plugged in. This was user error, no problem found.

Event description:
The account alleges the bed has no nurse call. No pt impact.